Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode due to system resets. It was confirmed that brady therapy remained available. The system resets occurred during a telemetry session which caused the device to enter safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption related to telemetry attempts and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the physician had recently noticed this device had entered unipolar pacing mode, with five months left of battery life remaining. Device interrogation confirmed this device was in safety mode. It was alleged the battery was depleting more rapidly than expected. The patient also has had a recent fall, resulting in a broken shoulder and requiring surgical intervention, but it is unknown at this time if the fall was related to the changes in pacing due to the device safety mode. The same day the shoulder surgery occurred, the physician surgically explanted and replaced this device to resolve the event. No additional adverse patient effects were reported. This device was subsequently received for analysis.

Event description:
It was reported that the physician had recently noticed this device had entered unipolar pacing mode, with five months left of battery life remaining. Device interrogation confirmed this device was in safety mode. It was alleged the battery was depleting more rapidly than expected. The patient also has had a recent fall, resulting in a broken shoulder and requiring surgical intervention. The physician alleged the fall to be related to the changes in pacing due to the device safety mode. The same day the shoulder surgery occurred, the physician surgically explanted and replaced this device to resolve the event. No additional adverse patient effects were reported. This device was received for analysis.

Event description:
It was reported that the physician had recently noticed this device had entered unipolar pacing mode, with five months left of battery life remaining. Device interrogation confirmed this device was in safety mode. It was alleged the battery was depleting more rapidly than expected. The patient also has had a recent fall, resulting in a broken shoulder and requiring surgical intervention, but it is unknown at this time if the fall was related to the changes in pacing due to the device safety mode. The same day the shoulder surgery occurred, the physician surgically explanted and replaced this device to resolve the event. No additional adverse patient effects were reported. This device is expected for analysis, but has not yet been received.